Event description:
It was reported that customer received malfunction alarm on pump identified as code 16-0x20e6 with no blood glucose information provided. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation and received replacement pump, and no additional information was available regarding further actions or outcome.